Event description:
It was reported that the atrial lead dislodged and "pulled all the way back to pocket" after the patient fell while walking the dog. No sensing or capture was observed. The doctor chose to put in a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead returned and analyzed. The outer insulation was breached cut, blood was present in/on the helix mechanism, and there was apparent explant damage.